Event description:
Patient was at his follow-up visit, several months after his procedure, when he complained of slight pain in his lower back after a ground level fall at his home (no emergency treatment and/or other medical follow-up post-fall). Imaging studies demonstrated that both rods were broken at l5-s1 with loss of correction. Decision was made to go to surgery for revision.====================== manufacturer response for spinal rod, expedium (per site reporter).====================== returned to representative.